Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps device was used during a hemostasis procedure performed on (B)(6), 2011. According to the complainant, an attempt was made to apply electric current to the target site in the stomach, however, the forceps failed to deliver energy. The procedure was completed with another radial jaw 3 hot single- use biopsy forceps device.. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A visual examination revealed that the unit returned within specification. Functionally, the unit was able to be opened and closed without issue. Additionally, a resistance test was performed and the unit met specification. No abnormalities were noted with the device riveting or welding. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. The patient was reported to be over the age of 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps device was used during a hemostasis procedure performed on (B)(6), 2011. According to the complainant, an attempt was made to apply electric current to the target site in the stomach, however, the forceps failed to deliver energy. The procedure was completed with another radial jaw 3 hot single- use biopsy forceps device.. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.